Event description:
During a scheduled procedure, the nurse plugged in the davinci 30 degree endoscope plus into the robotic tower. The scope failed to sync with the machine. After several attempts were made to re-insert the camera a new endoscope plus was opened onto the sterile field and the procedure was completed as planned. (B)(6).